Event description:
It was reported that the patient presented for a routine generator changeout procedure. During the surgery, the set screw on the pacemaker was stripped and calcification made it difficult to remove the leads from the header. The lead was freed and the pacemaker was explanted and replaced. The patient was in stable condition.